Event description:
Product analysis was performed on the explanted generator and lead. Analysis of the pulse generator concluded proper functionality and that no abnormal performance or any other type of adverse condition was found. Analysis of the lead assembly identified two breaks in the positive coil. Scanning electron microscopy images of the positive coil showed that pitting or electro-etching conditions occurred at the break locations. Due to metal dissolution and/or surface contamination, the fracture mechanism of the break could not be determined. Inspection of the positive coil mating end of the break suggests a stress-induced fracture (fatigue) occurred in at least three strands of the quadfilar coil. Due to mechanical distortion (smoothed surfaces) a conclusive determination of the fracture mechanism on the remaining strand could not be made. Also, scanning electron microscopy images of three fragments of the coil strands showed that pitting or electro-etching conditions had occurred on the strands. Due to metal dissolution and/or surface contamination, the fracture mechanism of the strands could not be determined. The outer and inner (positive) silicone tubing had abraded openings at the break locations. The lead assembly had remnants of what appeared to be dry body fluids inside the inner and the outer silicone tubing. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported on (B)(4) 2013 that a vns patient had high lead impedance and the patient is being scheduled for a revision. No specifics were given if it was a lead revision or a full revision. A company representative reported on (B)(4) 2013 that the system diagnostics performed on (B)(4) 2013 and result was output current 1ma, lead impedance high, dc-dc code-4 and eri=no and communication was ok. A normal mode test was also run on the same day at 2.00ma. Communication status was ok, lead impedance was high, dc-dc converter code of 7, and eri = no. The company representative stated that the seizure activity of the patient has not changed and that he will recommend a full system replacement. The device was not disabled on that day as the patient was not experiencing any noticeable side effects but the company representative will recommend disablement per labeling to the patient's neurologist. It was reported on (B)(4) 2013 that the patient did not have any pain or painful stimulation. There was no trauma per the patient and no mention of patient manipulation. Patient will be seeing a neurologist with recommendation of performing a full revision. The neurologist is not planning to have x-rays be performed as the device is old and he would just rather replace the whole system anyways based on the high impedance results that were observed. The patient's lead and generator were explanted and replaced on (B)(6) 2013 and returned to the manufacturer on (B)(4) 2013. Analysis is underway and has not been completed at this time. The device history record (DHR) for the lead and generator were reviewed and no issues were found that could have resulted in high lead impedance or a lead failure.

Manufacturer narrative:
Analysis of programming history, device diagnostic history, and device history record performed.